Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4 upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced discomfort, redness, and swelling at the spinal cord stimulation lead site. The patient also reported that there were two little white things poking out of the site. The physician assessed that it was the patients sutures that had poked out. The patient underwent a staple and suture removal procedure. No additional adverse patient effects were reported. The redness and swelling has resolved.